Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 163663, femoral head, lot # 526370, item # 162252, femoral stem, lot # 587680, item # 11-103558, cup, lot # 854020. Patient underwent initial procedure in u.s. And will be revised in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-042090001825034-2018-04210.

Event description:
It was reported that a patient is experiencing pain. The patient has been indicated for a revision, however a revision has not been reported to date. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of pictures and radiographs. X-ray was received and the review identified femoral head component is located eccentrically within the acetabular cup superiorly, consistent with superior polyethylene wear. The femoral stem component exhibits varus alignment. Bone quality is generally osteopenic. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional reports have been submitted for this event. Please see associated reports: 0001825034-2018-10808; 0001825034-2018-10809.